Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2015; 638bl32 heart band, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling out of breath. The patient stated they had concerns about the right atrial (ra) and right ventricular (rv) leads draining the implantable pulse generator's (ipg) battery, as the device "went from 8 years to 1 year of remaining battery life". The device was reprogrammed. The leads and device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they were hospitalized for ten days and were on blood thinners and were bleeding internally.